Event description:
It was reported that the handpiece began overheating during a tooth extraction procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed, the device failed a maximum temperature rise on the spindle housing. Based on the investigation details, the likely cause for the overheating was problems with driveshaft and bearings, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.